Manufacturer narrative:
On march 8, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex 250cc breast implant was found to have a tear on the anterior view measuring 3.0 cm. Additionally, parallel lines of shell wear were observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of continuous and sustained stresses to the device. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s side implanted with unknown saline device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 22, 2021, mentor became aware that patient was implanted with lot number 5549871 on one of the sides. The lot number for the other side was not provided. This supplemental medwatch report is for the patient¿s side implanted with unknown saline device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
In the absence of clarifying information, date of implant (fields d6a) has been updated to "(B)(6) 2004" same as the manufacturing date of known lot number 5549871. This supplemental medwatch report is for the patient¿s side implanted with unknown saline device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 22, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Paperwork received with the device indicated that the date of surgery was (B)(6) 2021. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2 - fields d6b for explantation date have been updated to (B)(6) 2021 - field h6 health effect - impact code ¿device explantation¿ has been added this supplemental medwatch report is for the patient¿s side implanted with unknown saline device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with unknown size unknown saline implants on both sides and experienced bilateral breast implant deflation postoperatively diagnosed after physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).